Event description:
The customer reported that on (B)(6) 2009 the lh750 hematology analyzer did not flag for the presence of blast cells in one pt sample. A manual differential was performed on the sample and blast cells were observed. There were no erroneous results reported outside the laboratory. There were no reported changes to pt treatment as a result of this incident.

Manufacturer narrative:
This reportable event was identified during a retrospective review conducted for the period between (B)(4), 2008 and (B)(4), 2010 of complaints for add'l reportable events. This MDR is for day 1 of 3. See MDR # 1061932-2011-00506 for day 2 of 3 and MDR # 1061932-2011-00507 for day 3 of 3. The software algorithm for the lh750 analyzer sensitivity was set at a mid-level setting for flagging of blast cells and other variant white blood cells. An analysis of the raw data associated with this pt sample indicated that while there were some abnormal events recorded, there were not enough abnormal event to trigger flagging rules for blast cells as set for this analyzer. If the flagging rules on this instrument had been set at a higher sensitivity, a result flag or message may have been triggered for this pt sample. This appears to be a sample-specific issue and field service was not dispatched to the site.